Manufacturer narrative:
One-unit model 7256 mi kit sheath was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The mi kit sheath was returned along with the snare used to remove the shaft from the patient. The hub was separated from the shaft of the sheath. The shaft of the sheath was stuck inside the snare. The returned product showed evidence of sheath movement off the core pin during hub molding. An internal corrective action has been initiated.

Event description:
While gaining access in the right femoral vein, after the dilator and wire were removed, the hub of the introducer separated from the body of the introducer. The body of the introducer had to be removed from the patient with a snare. Additional information received 01oct19: this was a left heart cath. Access was gained through the right femoral artery.